Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that after implant procedure, no sensing and no capture issue was observed on the ra lead. Lead was explanted. Physician changed to a single chamber. Patient was stable post procedure.